Manufacturer narrative:
Evaluation summary: the analysis results showed that one tx30b device was received instead of a tx30g. The device was received as expired- the expiration date was june, 2007. The device arrived in good visual condition and with a cartridge present. The cartridge was received void staples. The device was tested for functionally with a test cartridge and it fired and formed all the staples as intended. The device fired without any difficulties, the staples were noted to have a proper b-formation and the staple line was complete. Complaint information is trended on a regular basis to determine if further investigation is warranted. A batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
It was reported that during an unknown procedure, after the device was fired, it was found that the loaded cartridge got stuck. Another instrument was used to complete the procedure with no patient consequence.